Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.   The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during anterior posterior repair with biologic graft procedure performed on (B)(6) 2018. According to the complainant, during procedure when they were cleaning the capio device in between throws, the capio carrier broke outside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.